Event description:
Meter name: one touch profile, strip name: one touch, meter code: 8, strip code: 8, strip storage: unknown, symptoms: none. A patient reported they were seen in ER. Their meter allegedly was inaccurately high. The result on their meter was unknown. The result on the ER meter was 44. The time difference between patient's meter and ER meter was unknown. Treatment was unknown. No further information has been reported.